Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q3 product performance report. If new information were to become available, this report would be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) went into safety mode during a revision procedure involving electrocautery. The revision procedure was to remove a fractured extender associated with the transvenous right atrial (ra) lead in the device system. In the attempt to remove the fractured extender, the ra lead became dislodged. Both of these products were ultimately removed from service. During the revision procedure, the device did lose radio frequency (rf) communication just before entering safety mode, then delivered a shock. This crt-d was removed from service as a result of entering safety mode. There were no reported adverse patient symptoms, beyond the surgical intervention to address the fractured extender.